Event description:
The complainant reported that a female patient (age unknown) had a therapeutic enteryx procedure for a gerd condition that performed in 2004, (exact date unknown) in the hospital. The patient visited this physician in the emergency room hospital two years later, (exact date unknown). The patient reported to the doctor that she had been experiencing chest pain since undergoing the eneryx procedure, but the pain had become more severe of late. A CT scan was performed, which showed inflammatory changes in the area of the gastro-esophageal junction and an adjoining small fluid collection. The doctor performed endoscopy and noted ulceration at the gastro-esophageal junction. The physician is currently managing the patient with medications (ppi).

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. No product will be returned for evaluation to this manufacturer; consequently a physical evaluation will not be performed. We are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.